Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic display while in use on a patient. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and the operational software was upgraded. The unit passed all testing and operates within the manufacturing specifications

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was transferred to another ventilator and there was no harm to the patient as a result of the event.